Manufacturer narrative:
The device was not returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited dust from the light source interface. There were no reports of patient involvement.